Event description:
The customer reported that the tc70 monitor was displaying erroneous information, specifically a persistent atrial fibrillation (a-fib) reading on patients who were subsequently clinically assessed and confirmed not to have a-fib. As a result of the incorrect readings, at least one patient was referred to cardiology for further evaluation. No adverse events or harm to the patient or user were reported.

Manufacturer narrative:
A philips field service engineer (fse) visited the customer site to evaluate the device. Functional testing was performed using an ECG simulator. The assessment did not identify any mechanical issues, and all patient leads were confirmed to be operating correctly. Philips has requested additional information from the customer to support further investigation. At this time, the complaint remains under investigation. A final report will be issued upon completion of the investigation and once all relevant information has been reviewed.

Manufacturer narrative:
Additional event details and patient strips were requested to support the investigation; however, no further information was made available by the customer. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was unable to be determined. A review of the service history for this device shows the problem has not been reported again for this device.

Manufacturer narrative:
Follow-up investigation activities were conducted for the reported event. A philips technical consultant (tc) performed a second onsite visit on (B)(6) 2026. Upon arrival, the biomedical engineer reported that the device had been functioning properly since the previous philips onsite visit conducted on (B)(6) 2026. The tc performed additional functional testing utilizing an ECG simulator. No device malfunction or mechanical abnormalities were identified during the evaluation, and all patient leads were verified to be functioning as intended. Additional event details and patient strips were requested to support the investigation; however, no further information was made available by the customer. At this time, the investigation remains ongoing. Philips is continuing efforts to obtain additional information relevant to the reported event. A supplemental/final report will be submitted upon completion of the investigation.